Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging from approximately 594-595 mg/dl, vomiting, and moderate ketones; cause was not known. Reportedly, the pump supplies were changed and a correction bolus was delivered to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.